Manufacturer narrative:
Intuitive surgical inc. Has not received the harmonic ace curved shears instrument for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears instrument allegedly broke off and fell inside the patient. It was confirmed that the fragment was retrieved in the same surgical procedure with a laparoscopic instrument.

Event description:
On 07/25/2016 intuitive surgical inc. (Isi) received FDA voluntary report mw5063173 with the following event description: during a davinci assisted total laparoscopic hysterectomy, the active portion of the harmonic shears broke off. This happened on two different sets of harmonic shears during the procedure. Post procedure, an x-ray indicated that a small piece of the tip of the harmonic shear was retained in the pt. This information has been disclosed to the pt/pt's family. On 07/28/2016, isi contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: roughly 1 hour during the da vinci-assisted total hysterectomy procedure, while the surgeon was amputating the uterus, the tip of the harmonic ace curved shears instrument broke off and fell inside the patient. The csr did not know how long the harmonic ace curved shears instrument was in use prior to when the blade breakage occurred. He stated that there was an audible tone from the generator heard when the blade broke off. The csr did not believe the instrument was active at any time during the surgical procedure with no tissue between the blades. He also confirmed that the instrument did not make any contact with any other instruments, staples or clips intra-operatively. The site reportedly discarded the harmonic ace curved shears instrument. The csr confirmed that the tips of two separate harmonic ace curved shears instruments broke during the same surgical procedure. The first harmonic ace curved shears fragment that broke off was retrieved with a laparoscopic instrument during the procedure. Refer to the MDR with patient identifier (B)(6) for submission of the product problem involved with this particular instrument. The broken fragment from the second harmonic ace curved shears could not be retrieved; however, x-rays were performed and the surgeon identified what he thought to be a broken part of the accessory; hence, the surgeon believes the fragment was possibly retained inside the patient. The surgeon discussed with the patient's family on his opinion on how to handle the issue. The patient's family agreed with the surgeon's assessment to not go back and retrieve the fragment. Refer to the MDR with patient identifier (B)(6) for submission of the product problem and adverse event involved with this particular instrument.